Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was partially fired to the 4cm cut line. The anvil clamping mechanism was deformed. It was reported that the device did not recognize the attached reload properly. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia surgery, the device cartridge was not recognized. Another reload was used to resolve the issue and the same handle worked well. There was no patient injury.